Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 coil pusher assembly; the pusher assembly was kinked approximately 135.5 cm from the proximal end; the embolization coil was intact with the pusher assembly; the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath was skived off by the penumbra investigator and the outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pod4 coil pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pod4 coil is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pod4 coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the pod4 coil. Therefore, the friction lock on the proximal end of the introducer sheath was skived off by the penumbra investigator. The introducer sheath was re-loaded on the pod4 coil pusher assembly. The pod4 coil was introduced through the hub of a demonstration px slim and advanced distally out of the distal tip of the microcatheter without an issue. The embolization coil od was measured and found to be within specification. The px slim mentioned in the complaint was not returned for evaluation. Therefore, the root cause of the resistance experienced by the physician when advancing the pod4 through the px slim could not be determined. Pod4 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod4 coils. During the procedure, the physician inserted another manufacturer's angiography catheter into the patient and then advanced a px slim delivery microcatheter (px slim) through the catheter. The physician then advanced a pod4 coil through the px slim and encountered resistance after the coil was completely advanced into the px slim. Subsequently, the pod4 coil was unable to advance any further and was removed. The procedure was completed using a new pod4 coil and the same px slim without any further issues. There was no report of an adverse effect to the patient.